Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a hair was inside the primary sterile package of a triple lumen polyurethane central venous catheter set. This packaging anomaly was discovered during inspection. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, quality control, and specifications as well as a photographic inspection of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Pictures were provided and there is evidence to suggest/confirm that this device was manufactured out of specification. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, the root cause was determined to be related to the manufacturing process. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Measures are being conducted to address this failure mode. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.